Event description:
The pt's wife alleges her husband is having "foreign body rejection" after surgery performed by dr. Cook at baylor garland hospital in garland, texas. She alleges that her husband on 5/5/05 had a tumor removed from his left lobe (lung) and dr. Cook used catalog #001200 to ligate.

Manufacturer narrative:
Since a product sample has not been returned and the lot number is unk, we are unable to conduct an investigation and determine root cause related to this reported issue for this device. Our facility will continue to track and trend for similar or like issues. If the product sample or lot number becomes available, we will reopen the complaint. All indicate that the device has not been returned for evaluation. No results are available at this time. A follow up report will be filed if additional information becomes available.